Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device split open at the bottom of the bag, while trying to extract the gall bladder. This occurred during an evaluation of the device, first time user. Procedure completed with same/like device. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4).